Event description:
Patient reported the infusion device displayed an e8 power interrupt error during bolus delivery. He changed the battery and battery cover and was unable to check the time and date due to a non-functioning menu button. He changed the battery a second time and another e8 power interrupt error occurred. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.